Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported pod damage was confirmed. The difficult to insert was not confirmed due to the condition of the returned delivery catheter. The investigation was unable to determine a cause for the initial difficulty to insert. The pod damage appears to be due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported issue with retracting the filtration element and catheter damage for the emboshield nav6 embolic protection system occurred outside of patient anatomy during prep. The reported damage that occurred with the delivery catheter (dc) pod is a torn dc pod. Although the provided torque device was used to load the filter, it was unable to be fully retracted (loaded) into the dc pod. There was no patient involvement. The abbott vascular returned goods lab received the device with a separated dc pod with its material stretched and jagged, instead of a torn dc pod as reported. Additional information received confirmed that the site was only aware of a torn (but still attached) dc pod, and that the separation must have occurred sometime after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the filtration element of an emboshield nav6 embolic protection system was not fully retracted and its catheter was damaged. The procedure was reportedly suspended until a new nav6 filter could be obtained by the hospital. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.